Event description:
The advocate stated her husband tested his blood glucose on the contour usb and received readings of 180-290 mg/dl. He then retested on the contour meter and received readings of 74-400 mg/dl. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.